Manufacturer narrative:
Convatec in submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that pt developed a wound under mass after two months of use. The wound is located superior to stoma in the peristomal region. The report states that the wound bed is moist with a moderate amount of serous drainage. Prior to receipt of the complain, the pt used the product for several years without incident. Nurse advised pt to reduce use of ostomy belt and to continue using ointments and reducing to expedite healing. The pt did report some signs of improvement around the area closest to the stoma.